Event description:
On (B)(6) 2019 a female consumer reported that she had been using ob tampons for years and years and in (B)(6) 2018 she started having pain and discomfort. She stated that she went to the emergency room where they tested her for drugs, checked her t-cell count and did a pregnancy test. She stated that they did not believe her and thought she was trying to get drugs so referred her to a psychiatrist. She stated that she stopped using tampons until (B)(6) 2019 and after a few days the tampons gave her the same symptoms as in (B)(6) 2018, nausea, headache and cramps and she was in a lot of pain. Consumer stated that she was taking naproxen for cramps. Consumer stated that prior to the emergency room visit in (B)(6) 2018, she saw her primary care physician (pcp) for pelvic discomfort and appendicitis was ruled out, pelvic and vaginal ultrasounds were negative and nothing was found. She stated that when she discontinued using the product her symptoms improved. Consumer reported that her pcp examined her on (B)(6) 2019 and stated that she "appeared to have irritated white cells". She stated that she has not seen her ob-gyn doctor since (B)(6) 2018 when a pap test was done. She stated that she was not being treated for infertility but is using the ovia fertility app to monitor her ovulation for invitro fertilization. She stated that while she was not using the tampons, her period was "right on" but since using the tampons again her period was a week early, she has not ovulated and is currently having vaginal itching and burning. Consumer expressed concern that the tampons were causing her not to have a baby and she has requested a warning be put on the packaging that the tampons can cause fertility issues.